Event description:
The lay user/pt called lifescan (lfs) in 2008 and alleged that his one touch ultra test strips were peeling off. The medical affairs specialist is classifying the complaint based on the available info, as the pt could not be contacted by phone to obtain add'l info. According to the pt, the reported issue started on the same day, at around 7:30 am. It is also unk whether the pt was able to test his blood sugar during the issue or not. The pt mentioned about administering regular amount of insulin during the issue. He takes novalog r based on the readings received on the reported meter and takes lantus 12 units every night. The pt reported that he was not able to wake up in the morning sometime after the issue. He denied taking any action or receiving medical attention due to the reported issue. He was not tested on another device at the time of concern. The customer svc agent (csa) verified that the pt was using correct technique to insert the test strip into the port. Replacement products have been sent to the pt. This complaint is being reported as an adverse event, as the pt claimed of not being able to wake up sometime after the issue, which can be associated with severe hypoglycemia. It is unk whether the pt was able to test his blood sugar during the issue and calculate the dosage of insulin to administer based on his blood sugar readings or not. It is also unclear if the pt's symptom of not being able to wake up was related to diabetes or another health condition.